Event description:
Big knee, knee pain, knee effusion, meniscus lesion. Information was received on 18 january 2007 and 26 january 2007 from a physician regarding a male patient (himself) (age unknown) with a medical history of meniscus lesion who experienced big knee and meniscus lesion. The patient began synvisc injection on an unknown date. The physician received the first injection of synvisc into his knee (unspecified) during an arthrography on an unknown date and experienced a reaction of a big knee and pain during movements. The physician reported that he was suffering from knee pain before the synvisc injection and the arthrography showed a meniscus lesion which had a psychological impact. He was treated with intra-articular steroid injection 10 days after the synvisc injection and he recovered within "some days." Synvisc treatment was planned to continue. The assessment of the intensity was not provided per the physician. The relationship between the adverse events and synvisc was assessed as not related per the physician. At the time of this report, the patient had recovered. Intra-articular steroid injection.